Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. One used ls1500 was received for evaluation. Visual inspection found excessive blood and eschar between the jaws. The jaws were not stuck closed when received. The customer reported that the tip was sticking when used and jaws were not opening properly. The reported condition was not confirmed. Functional testing was performed with the returned device on simulated tissue and the jaws did not stick. The handle was latched and unlatched without difficulty. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ligasure dolphin tip was sticking to tissue when used, the jaw not opening properly. No blood loss, or adverse effects to patient. No other information was able to be gathered from the site.